Event description:
It was reported: "patient dislocated hip several times. Surgeon decided to remove a 10deg 32mm liner, -4 32m head & implanted leaving stem & shell. No issues with the devices were noted by the surgeon."